Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post procedure check showed that the implantable cardiac monitor (icm) had bluetooth low energy (ble) telemetry issue and readings were garbled. No intervention was performed as issues were resolved. The patient had no adverse consequences.